Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there are 2 thin lines on the screen of the meter. Caller stated misinterpretation is not possible. No adverse event reported. Requested return of the alleged meter for evaluation.